Manufacturer narrative:
The pocket was reopened, and it was noted that the device's rv pace/sense set screw was loose. Since the lv pacing vector included a portion of the rv lead, both lv and rv impedance measurements were higher than normal as a result of this observation. The integrity of both lv and rv leads was verified via pacing system analyzer (psa), and the leads were then reconnected to the device. Available information suggests that these products remain implanted and in service at this time. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that when this cardiac resynchronization therapy defibrillator (crt-d) was interrogated in clinic, pacing impedance measurements of greater than 2000 ohms were noted on the transvenous left ventricular (lv) lead and transvenous right ventricular (rv) lead. The patient reported not feeling well since receiving this new device, and complained of fatigue. Lv pacing was attempted with an output of 6 v, but this resulted in muscle stimulation, so the lv lead was temporarily programmed off until surgical intervention could be performed.